Event description:
The customer contact reported air in the tubing set. The plumset was being used to deliver an unspecified volume of 5% dextrose in normal saline, at an unspecified rate, via a plum pump. After an unspecified length of time in use, it was reported that eight inches of air was noted in the plumset distal to the cassette. At this time, it was also reported that solution "was leaking at the outlet port on the cassette" and into the plum pump and out from the bottom of the pump. No air was delivered to the pt. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It was not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.